Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Promus element plus clinical study it was reported that the patient died. In (B)(6) 2013, the patient was diagnosed with unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion# 1 was located in the first obtuse marginal branch with 80% in-stent restenosis of a previously deployed unknown drug-eluting stent (des) and was 14mm long with reference vessel diameter of 4 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x16mm promus element¿ plus des. Following post dilatation, residual stenosis was 20%. One day post procedure, the patient was discharged on aspirin and ticagrelor. During the 5-year follow-up, the site became aware that the patient was in a nursing home and was not assessable for the follow-up. The patient expired in the nursing home on an unknown date of unknown cause.

Manufacturer narrative:
Death date, event date, and describe event or problem: updated. (B)(4).

Event description:
It was further reported that the patient died in (B)(6).